Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: . Corrected data: .

Event description:
It was reported that "stapler was used on an obese patient during surgery. Staples did not hold tissue. The stapler involved in this incident was discarded, but according to the operating theatre, this is a regular occurrence with obese patients and is not related to the batch number". Associated mdrs, 1 for the current event, and 1 for regular occurrences: . And 3003898360-2025-00818.. Additional information received on november 03, 2025, indicated that "the problem with the stapler was that one side of the staple didn't go through the skin. More staples were applied to hold in place. No consequences for this patient."